Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to the clinic for a routine followup on their implant. The patient mentioned falling out of bed on (B)(6) 2020 during the night. A low speed advisory was noted, but it is not clear if the patient had power interruptions. The patient was on the power module at night. The patient had a small amount of rescue tape on a tear from two years ago. Upon review of the log files, technical services noted a brief two second pump speed drop below the low speed limit on (B)(6) 2020. There is not sufficient log file evidence to confirm the cause of the speed drop. Possible causes could be something passing through the pump or a perc lead issue. The speed drop is not suspect of being caused by power interruption. The pump is working as intended. Additional information: it was reported that the patient returned to the emergency department with multiple pump stops while on batteries. The patient claimed to use up his batteries prematurely. The patient's driveline was stabilized and the patient had abdominal imaging. The patient was admitted on (B)(6) 2020. The log file indicated that the patient had 29 pump stops and 16 low speed advisories. This behavior is linked to possible issues with the percutaneous lead. The patient had a percutaneous lead replacement on (B)(6) 2020. There has been no additional issues associated when patient placed back on the grounded patient cable. The patient had a pump exchange on (B)(6) 2020. The team will be returning the pump and driveline for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to the reported low speed and pump stop events. Although a specific cause could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. A distal-end driveline replacement was performed on (B)(6) 2020 under work order and approximately 11¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of breaches or damage to the wire insulation or underlying conductors. The returned portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any areas of current leakage in the insulation of any of the driveline wires. The account reported that the patient experienced further low speed and pump stop events following the driveline repair, which led to a subcostal pump exchange on (B)(6) 2020. Heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) was not returned for evaluation. Additional information communicated by the vad coordinator stated that the pump was thought to be lost. The heartmate ii lvas instructions for use (IFU), and the heartmate ii patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2013. No further information was provided. The manufacturer is closing the file on this event.